Manufacturer narrative:
(B)(4). Date sent: 2/16/2024. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered a non product issue.

Manufacturer narrative:
(B)(4). Date sent 1/5/2024. D4 batch # unk. B3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: 1. Please provide more details for "there is no seal on the outer carton to tell me if it was previously opened either"? One unit was missing out of the product box so instead of the three that is packaged in the original carton, I only received two. 2. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Primary packaging. 3. Please provide a picture (if available) n/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before any procedure there is no seal on the outer carton to tell me if it was previously opened either. No patient involvement.